Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a denali thoracic probe tip fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully.

Event description:
It was reported that a denali thoracic probe tip fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a 5 minute surgical delay.

Manufacturer narrative:
Correction to b5: corrected from 'it was reported that a denali thoracic probe tip fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully' to 'it was reported that a denali thoracic probe tip fractured intra- operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a 5 minute surgical delay'. Visual inspection: device was inspected and found to have a fractured distal tip between the 30 mm and 40 mm markings. Little to no plastic deformation was detected indicating brittle fracture had occurred. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. Denali mini surgical technique was reviewed and the following relevant information was identified: the desired entry point of the pedicle is chosen and then perforated with an awl to expose the underlying cancellous bone. The entry point is then cannulated with the small pedicle probe. The small pedicle probe is advanced to the appropriate depth, as determined by the surgeon. The correct insertion of the instrument will allow the tip of the probe to follow a path of least resistance, reducing the potential of perforating the pedicle walls. The small pedicle probe is laser etched at 10 mm increments from 10-50 mm, indicating the depth to which the probe has been inserted. These markings also help the surgeon assess proper drill and screw length. Fracture surface was angled and uneven and likely occurred due to excessive bending stress.